Event description:
A customer stated, he received some intermittent catheter kits that contained condensation on the inside of the urine collection bag. The customer stated he used the kits containing the condensation. The customer claims, he contracted a urinary tract infection due to the catheter kits that contained condensation in the urine collection bags.